Event description:
The reporter alleged the following results, with two different meters, within 10 minutes: 60 mg/dl (active system) and 100 mg/dl (unknown roche system). The patient was hospitalized due to high blood glucose, but the event was not due to the alleged product. The timeframe between the reported results and the event is unknown. There was no delay in treatment. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.